Event description:
During an anterior cervical discectomy c4-c5, using a micronerve hook, the small tip of the nerve hook broke off inside the pt. A lateral x-ray of the c-spine was taken and read as negative. The surgeon felt that the piece was flushed out and suctioned from the operative site. Device usage problem: device failed (eg. Broke, couldn't get it to work or stopped working). X-ray of the c-spine was negative for the fragment. Several attempts were made to obtain further info.